Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, the data presented in the aged article refers to a patient who required revision 48 hours post tha due to significant leg-length discrepancy with noted metal transfer/gouges/scratches on the femoral head and significant poly deformation upon explantation. Reportedly, analysis revealed the femoral head was damaged during reduction of the primary tha. The requested clinical documentation had not been received as of the date of this investigation, therefore further investigation could not be performed. The physician referenced in the abstract provided an analysis of all of the attached images; therefore, no further interpretation of the attached images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. No further medical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was documented on the paper that the r3 system (smith & nephew) was applied to 1 patient. The patient underwent a revision surgery due to excessive lengthening of the left leg.